Event description:
It was reported that the lead was attempted as part of a crt-d system implant, but the coronary sinus could not be cannulated. The lead was removed, and the decision was made to implant a single chamber ICD. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism.